Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 922602) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: in 2012, she had hysterosalpingogram. Previously administered products included for an unreported indication: mirena, ortho- tricylene and depo provera. Concurrent conditions included schizophrenia and hypertension. Concomitant products included famotidine for acid reflux (oesophageal) and gerd, bupropion and glyceryl trinitrate (trinitrine) for depression, metformin for diabetes, hydrochlorothiazide;triamterene (triamterene and hydrochlorothiazide) for hypertension, valproate semisodium (depakote) for mood swings, haloperidol for schizophrenia and benzatropine mesilate (cogentin) for tremor. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy") and burning sensation ("burning sensation-when she comes in contact with nickel ever since she had essure device implanted."). In 2015, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced back pain ("back pain"). In (B)(6) 2017, the patient experienced menstruation irregular ("irregular menstrual cycles/irregular periods/unusual period"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding/unusual bleeding"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse") and abdominal pain lower ("cramping"). The patient was treated with ibuprofen and surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, back pain, vaginal discharge, dyspareunia, menstruation irregular, abdominal pain, allergy to metals, burning sensation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, burning sensation, dyspareunia, genital haemorrhage, menstruation irregular, pelvic pain and vaginal discharge to be related to essure. The reporter commented: the plaintiff is discussing with her doctor removal of the essure device. Per medical record: the essure device was placed within each tube without difficulty, with approximately 1 ring exposed at the ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 922602) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: in 2012, she had hysterosalpingogram. Previously administered products included for an unreported indication: mirena, ortho- tricylene and depo provera. Concurrent conditions included schizophrenia and hypertension. Concomitant products included famotidine for acid reflux (oesophageal) and gerd, bupropion and glyceryl trinitrate (trinitrine) for depression, metformin for diabetes, hydrochlorothiazide;triamterene (triamterene and hydrochlorothiazide) for hypertension, valproate semisodium (depakote) for mood swings, haloperidol for schizophrenia and benzatropine mesilate (cogentin) for tremor. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy") and burning sensation ("burning sensation-when she comes in contact with nickel ever since she had essure device implanted."). In 2015, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced back pain ("back pain"). In (B)(6) 2017, the patient experienced menstruation irregular ("irregular menstrual cycles/irregular periods/unusual period"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding/unusual bleeding"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse") and abdominal pain lower ("cramping"). The patient was treated with ibuprofen and surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, back pain, vaginal discharge, dyspareunia, menstruation irregular, abdominal pain, allergy to metals, burning sensation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, burning sensation, dyspareunia, genital haemorrhage, menstruation irregular, pelvic pain and vaginal discharge to be related to essure. The reporter commented: the plaintiff is discussing with her doctor removal of the essure device. Per medical record: the essure device was placed within each tube without difficulty, with approximately 1 ring exposed at the ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: mr received: case category updated to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.